Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure the needle of the device fell out on a locked position. Another device was used to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned instrument noted that there were no a bnormalities that would have caused or contributed to the reported condition. Functionally, the returned instrument was found to function properly and the test needle remained intact. No difficulty was experienced in loading, unloading or toggling the test needle in the returned instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.